Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that a circuit occlusion calibration of the transducers is required, but the gde was recently replaced in this unit. The excessive rain out is an indication that the heater is not working properly, and after confirming with the lead tech that the excessive rain out is caused by the heater, the customer was advised to take a voltage measurement at the heater's transition board wiring to see if it is receiving voltage. The customer still needed to remove the covers to check the voltage and will be calling back. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator unit alarmed circuit occlusion while connected to a patient and the ventilator stopped ventilating. The customer also mentioned that there was an excessive rain outside in the exhalation corner and near the flow sensor. Furthermore, the doctor had to bag the patient, and the patient was placed on a different ventilator, but no harm was reported.